Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case reported by a consumer via a patient support program (psp), concerns a (B)(6) male patient. Medical history included pneumonia. Concomitant medication included acarbose and metformin; both for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30), via a reusable pen (humapen unknown type), 30 units each morning and 26 units each night, subcutaneously for the treatment of diabetes. Start date was not reported. On (B)(6) 2016, he experienced pneumonia (possibly as another episode from previous pneumonia) and high blood sugar (values not provided) thus he was hospitalized on the same day. Besides, cartridge holder of humapen could not attach well to the pen body from one to two years (pc (B)(4)/lot number unknown). Information regarding corrective treatment and discharge date was not reported. He had not recovered from pneumonia and high blood sugar. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of humapen unknown type and his/her training status were not reported. The general and suspect device duration of use were not reported. The device remained in use. The reporting consumer did not know if pneumonia and high blood sugar were related to human insulin isophane suspension 70%/human insulin 30% treatment and did not provide an assessment for humapen device. Edit 21oct2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Edit 31-oct-2016: product complaint (B)(4) received on 26-oct-2016 was already processed but was included in the narrative with the complaint description. No other changes performed.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 15nov2016 in describe event or problem. No further follow up is planned. Evaluation summary a male patient reported that the cartridge holder of his humapen ergo ii device would not attach well to the pen body for the past one to two years. He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The user reported using the device for more than ten years. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. The user manual also states if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is evidence of improper use. The patient used the device beyond its approved use life and used the device after experiencing problems with the cartridge holder. This may be relevant to the patient's complaint of increased blood glucose.

Event description:
(B)(4). This solicited case reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerned a (B)(6) male patient. Medical history included pneumonia and he did not have risk factors for pneumonia as chronic obstructive pulmonary disease (copd), smoking, aspiration, emphysema, asthma, lung cancer other lung disease. Concomitant medication included acarbose and metformin; both for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge via a reusable pen (humapen ergo ii), 30 units each morning and 26 units each night, subcutaneously for the treatment of diabetes. Start date was not reported. On (B)(6) 2016, he experienced pneumonia (possibly as another episode from previous pneumonia) and high blood sugar (values not provided) thus he was hospitalized on the same day. The anatomical location of the pneumonia was upper half of lung lobe and the diagnosis was made by computerized axial tomography (cat). The discharge date was not provided. Besides, cartridge holder of humapen ergo ii could not attach well to the pen body from one to two years ((B)(4)/lot number unknown). Additionally sometime (reported as recently), while on human insulin isophane suspension 70%/human insulin 30%, he experienced upper respiratory infection and cough for half month. Information regarding corrective treatments was not reported. He had not recovered from pneumonia and high blood sugar and he recovered from upper respiratory infection and cough. Human insulin isophane suspension 70%/human insulin 30% treatment continued. The operator of humapen ergo ii and his or her training status were not reported. The general device duration of use was not reported. The suspect device duration of use was ten years. The device was not returned. The reporting consumer did not know if pneumonia and high blood sugar were related to human insulin isophane suspension 70%/human insulin 30% treatment, did not provide a relatedness assessment between the upper respiratory infection and cough; and human insulin isophane suspension 70%/human insulin 30% and did not provide an assessment for humapen ergo ii device. Edit 21oct2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Edit 31-oct-2016: (B)(4) received on 26-oct-2016 was already processed but was included in the narrative with the complaint description. No other changes performed. Update 07-nov-2016: the device was updated according to the information of the product complaint, from humapen unknown to humapen ergo ii. Narrative was updated. Update 14-nov-2016: additional information received on 10-nov-2016 from the initial reporter via psp. Added lab data, non-serious events of upper respiratory infection and cough. Updated narrative with new information. Update 15-nov-2016: additional information received on 10-nov-2016 from the global product complaint database added the device specific safety summary; added the device was not returned and device age; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 23-nov-2016: information received from the rcp on 18-oct-2016. (B)(4) was already processed so no changes were made to the case. No adverse event information was received.